Manufacturer narrative:
A getinge fse was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse noted the pressure receptacle was loosened and fastened those four fixing screws inside the receptacle to make it tight. The iabp unit was cleared for clinical use and released to the customer.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that prior to use the trainer of the cs100 intra-aortic balloon pump (iabp) has no response when plugged into the machine. There was no patient involvement.